Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited possible loss of capture (loc) observed on a presenting electrogram. Technical services (ts) recommended bringing patient into the clinic for threshold testing. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited possible loss of capture (loc) observed on a presenting electrogram. Technical services (ts) recommended bringing patient into the clinic for threshold testing. The lead remains in service. No adverse patient effects were reported. Additional information was received that the patient had a drop in pace impedance measurements approximately a month ago. It was noted that this was on the day the patient underwent open heart surgery. Ts noted the values have stabilized since then. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.